Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following a lunch announcement, with a highest blood glucose of 240 mg/dl and out-of-range duration of approximately two hours, after which the ilet pump corrected the high; no alerts or alarms occurred and no assistance or medical intervention was required. Symptoms included dizziness. Outcomes included no long-term or serious health impact. Investigation included complaint assessment and user education on pump use and when to contact a healthcare provider. Investigation of this case revealed no device malfunction or component issue and no alert-related malfunction, with the event attributed to hyperglycemia of unclear cause during early use. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.